Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: part 03.010.523, log 8751019; manufacturing site: (B)(4); manufacturing date: 18. Feb. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a femoral nail for a femoral procedure on (B)(6) 2017. As the surgeon was driving a nail, the impactor broke off the handle. It was easily retrieved and the procedure was not affected by the broken impactor. There was no delay to the case and no harm to the patient reported. The patient status was stable. This complaint involves 1 device. Concomitant medical products: handle (part # 03.010.488, lot # 8702232, quantity one (1)) and nail (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (driving cap/threaded, part number 03.010.523, lot number 8751019). The subject device was returned with the complaint condition stating: one driving cap (part # 03.010.523, lot # 8751019) was returned for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threaded tip of the driving cap is broken off and was returned stuck in the returned concomitant device (part # 03.010.488, lot # 8702232). Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. No product design issues or discrepancies were observed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint condition is confirmed. The instrument(s) are used during femoral nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. Drawings for the driving cap were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The thread dimensions could not be measured due to the damage to the device. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.